Event description:
An ophthalmologist returned a focus monthly visitint contact lens to ciba vision. Upon contacting the doctor, she reported that the patient had discontinued wearing the lens due to pain and red eye. The next day (date unknown) patient had visited the ophthalmologist. The ophthalmologist diagnosed a central corneal ulcer. The patient's visual acuity had decreased to 0.2. A smear test showed some staphylococci but the ophthalmologist stated that she thought the infection was viral and had prescribed antiviral treatment. She stated incident not due to the contact lens, but presumed a virus to be the cause. At follow-up examination in june 2004, the ophthalmologist stated that the incident was resolving and that the patient's visual acuity was back to 0.7/0.8. Several requests have been made for additional information. No further information is available at the time of this report.